Manufacturer narrative:
A medtronic representative reported that the navigation system was used in a different surgery after the reported issue and the system functioned normally with no issue. System was functioning as expected. No parts were replaced. No parts have been received by the manufacturer for evaluation. Medtronic personnel reviewed archives from the system and the archives were consistent with imaging protocol. The registration pattern had no issues but a few registration points appear to have sunk beneath the skin.

Event description:
A medtronic representative reported that during functional endoscopic sinus surgery (fess), surgeon observed an imprecision of approximately 6 millimeters after a successful registration. It was reported that when checked no inaccuracy was observed when accuracy was checked on the external anatomy after registration however the accuracy was lost upon entering patient anatomy. The procedure was completed without the use of navigation. There was a delay of less than 1 hour. No impact on patient outcome.

Manufacturer narrative:
Device evaluation: the software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.

Manufacturer narrative:
The system logs were reviewed and did not provide any additional insight regarding the cause of the alleged inaccuracy.

Manufacturer narrative:
The electromagnetic interface for the navigation system was returned to the manufacturer for analysis. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.